Manufacturer narrative:
One patient, two product malfunctions (B)(4) both represent the same patient. This is the first malfunction report for the related complaints. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the purple introducer for the inner cannula is too big to push down the tube on this occasion. This happened with two from the same lot. Customer had to open a third tube which was a size 7 for the size 8 tube to be able to be inserted properly and resolve the issue. Reporter stated the issue was found while in use with a patient and "luckily, this was a control tracheostomy it could have been potentially life threatening in an emergency." There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.